Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A user facility biomedical technician (biomed) reported that a fresenius 2008t machine was not pulling fluid during the last 30 minutes of a patient¿s ultrafiltration (uf) treatment. The machine was ultrafiltrating using a preprogrammed uf profile. Follow-up information was provided by the user facility clinical manager (cm). The cm stated that the uf functionality returned when the uf profile was turned off. There was no patient injury, adverse events, or medical intervention required as a result of the reported event. The patient completed treatment on the machine without having the correct amount of fluid pulled. The nephrologist was made aware of the event and the patient was scheduled for an additional treatment which the patient completed without issue. The machine was pulled from service following treatment and at the time of follow-up was awaiting repair pending the arrival of replacement parts.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported that a fresenius 2008t machine was not pulling fluid during the last 30 minutes of a patient¿s ultrafiltration (uf) treatment. The machine was ultrafiltrating using a preprogrammed uf profile. Follow-up information was provided by the user facility clinical manager (cm). The cm stated that the uf functionality returned when the uf profile was turned off. There was no patient injury, adverse events, or medical intervention required as a result of the reported event. The patient completed treatment on the machine without having the correct amount of fluid pulled. The nephrologist was made aware of the event and the patient was scheduled for an additional treatment which the patient completed without issue. The machine was pulled from service following treatment and at the time of follow-up was awaiting repair pending the arrival of replacement parts.